Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and found lead breach while in-vivo on the outer insulation due to environmental stress cracking (esc). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead and right atrial (ra) lead was returned to the manufacturer and, subsequently, both tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.